Event description:
It was reported during use the tube edta gc 10.25x64 2.0 plbl lav experienced erroneous results. The following information was provided by the initial reporter: "a small number of edta sample tubes have been giving impedance platelet counts that are inconsistent with previous counts. Typically a patient known to run a platelet count of 150-200 will give 400-600. If the analysis is repeated adding in an optical platelet count the optical platelet count will be consistent with historical results whereby the repeat impedance count will remain incorrectly high. This pattern is reproducible across different analysers. Most of the samples we have seen giving this error have been sub optimally filled."

Manufacturer narrative:
H.6. Investigation: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text: see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the tube edta gc 10.25x64 2.0 plbl lav experienced erroneous results. The following information was provided by the initial reporter: "a small number of edta sample tubes have been giving impedance platelet counts that are inconsistent with previous counts. Typically a patient known to run a platelet count of 150-200 will give 400-600. If the analysis is repeated adding in an optical platelet count the optical platelet count will be consistent with historical results whereby the repeat impedance count will remain incorrectly high. This pattern is reproducible across different analysers. Most of the samples we have seen giving this error have been sub optimally filled."